Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a procedure, the handle did not work when placed on the charger. The charger was able to charge other handle without issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that the handle was disassembled, evidence of pervasive water damage inside the device and resulting corrosion were found. Both battery cells were found to be vented.